Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient had recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the event was unknown. The patient was hospitalized for the event. The patient was treated with injection vancomycin intravenously (1 g stat), injection fortum intraperitoneally (2g for 3 days), imipenem injections (500 mg stat and 250 mg intermittent, route and duration not reported) and heparin injections (as required, dose and route not reported). At the time of this report, it was unknown if the patient was recovering from the peritonitis. Action taken with dianeal therapy was unknown. Additional information was requested but was not available. This is report 2 of 3 involved in this event.